Event description:
The customer reported that the reservoir had occlusion. Customer's blood glucose was 20.3 mmol/l. Customer stated had problems with infusion sets. Customer thinks it was because of the cannula. Troubleshooting was done. Customer unable to continue to troubleshoot. Advised the customer the reservoir and sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).